Event description:
Pt completed treatment number two and when they sat up pt desaturated to 87%. Had crackles in lungs post treatment, lungs were cta before treatment. Post treatment, pt was sob and lungs sounded full. Pt was in bigeminy throughout most of treatment. Pt was transferred to the ER by attending physician.